Event description:
Subsequent to the previously filed report, additional information was received: visualization and grasping were difficult due to the implanted ring. There was no interaction between the first and second mitraclips when the second clip was being placed. The left ventricular assist device (lvad) was inserted prophylactically in the event of cardiac surgery, but the lvad was removed one day post clip procedure. The atrial septal defect was treated with a non-abbott septal plug on (B)(6) 2015, one day after the mitraclip procedure, because there was a significant left to right shunt. Mitral regurgitation (mr) was trace to mild two days after the clip procedure. Mr remained trace to mild 3 days after the clip procedure and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: steerable guide catheter ((B)(4), lot # 050114u1/17), clip delivery system ((B)(4), lot # 40908u2/38). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter and third mitraclip (50113u1/43) referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It is likely that difficulty with visualization resulted in suboptimal grasping of the leaflets. After deployment, the suboptimal grasping likely resulted in the detachment of one leaflet from the first deployed mitraclip. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is being filed on the first mitraclip (lot 50113u1/44) because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that during a mitraclip procedure to treat functional mitral regurgitation in a patient with a mitral valve annuloplasty ring and a short posterior leaflet, visualization with the echocardiogram was difficult. During implantation of the first mitraclip (50113u1/44), difficulty was encountered capturing both leaflets, but the clip was able to capture both leaflets and the capture was felt to be secure. After deployment of the second clip (40908u2/38), single leaflet device attachment (slda) of the first clip was noted (50113u1/44). A third clip (50113u1/43) was deployed to stabilize the first clip, but mr was not reduced and remained severe. Slda was suspected. At the end of the procedure, a non-abbott septal occluder was deployed to close the transseptal puncture. Although it was reported that the patient remained hemodynamically stable throughout the procedure, a left ventricular assist device was inserted. No additional information was provided.